Manufacturer narrative:
Product ID 39286-65 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ lead product ID 37752 lot# serial# (B)(4) implanted: explanted: product typ recharger product ID 37743 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient. (B)(4).

Event description:
It was reported the patient never had therapeutic effect; he does not receive much pain relief. He had to keep stimulation low, as it caused pain when set high. The implantable neurostimulator (ins) site was red and swollen since the implant procedure. The ins was implanted at the belt line. The patient claimed "it burned when he recharged the ins," which had occurred since implant. Additional information received reported that the "battery pack was sticking out and yanking on the wires." The patient experienced a "massive" seizure, which never occurred before the ins was implanted. The pain had increased. The patient had an appointment with the physician scheduled for (B)(6) 2012. The patient saw a "call the doc" screen, but the patient programmer was working. He did not catch the code with the screen. Additional information received reported that when stimulation was on or off, the patient experienced pain both sitting and standing, due to the placement of the ins. He felt a pulling or yanking at the ins pocket site, which, along with his low back injury, was causing tenderness and major pain all along the left side of his body. The pain was affecting his knees and that adjustments done by the manufacturer representative for reprogramming just made things worse. Stimulation was off. He had an appointment scheduled with a physician for (B)(6) 2012. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.